Event description:
The customer reported a lost sensor alarm. The customer then stated that the cannula appeared to be shorter than usual. The customer was not sure if part of the cannula broke off underneath her skin or if it was like that. Advised the customer to speak with her doctor to have the site checked. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.